Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and six months post filter deployment the patient was present to the imaging center for upper abdominal pain. A transverse helical scan using a computed tomography abdomen showed the inferior vena cava filter present with the tip of the filter just superior to the orifice of the left renal vein. A limb of the filter extended medially into the retroperitoneal space, external to the wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and gastrointestinal bleed. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced upper abdominal pain and the current status of the patient is unknown.